Manufacturer narrative:
No blank display dung testing. Pump passed displacement test, self test, active current measurement and sleep current measurement. No pump error 63, failed batt test, battery power loss alarms noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records not confirmed. Battery cycle 3.0 received the lowbatteryalert (104) on 09/26/2025 04:06:00 after more than 7 days at 22.61 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/03/2025 12:26:00 after more than 7 days at 19.58 days. However, found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on 10/06/2025 22:23:38.000, 10/06/2025 22:24:06. In the file history files. Pump 63 error due to hardware error. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly noted. ¿the p-cap locks properly in place in the reservoir compartment noted. Pump received with scratched case, stained keypad overlay. Blank display not confirmed. Customer alleged for unexpected battery power loss, failed batt test alarms not confirmed. However, found multiple pump error 63 alarm in the file history files. Pump 63 error due to hardware error electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer also reported that the pump received pump error 63 (hardware low level failures). The event involved product(s) mmt-1886. Troubleshooting was not performed. Customer also mentioned issue related to failed battery and insert battery alarm. It is unknown if customer was using the auto mode/smart guard feature at the time of the event. It is unknown if customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.